Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported a low reading issue with the adc device. The report is as follows: "sensor has been giving low readings down to the 50's but had no symptoms. Double checked with my glucose meter and results were normal. Sensor reading of 54, glucometer reading 135. This occurred several time with this device. I would correct, although I was by adding carbs at that point in time for correction." Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful." Based on the information provided, there was no report of serious injury associated with this event.